Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-73 (overcurrent to motor) alarm. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection and functional testing were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. The f-73 alarm was identified during functional testing. The cause of the condition was determined to be a loose motor coupler. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.